Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4). Correction: correction made on the evaluation codes. No product returned for evaluation.

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 80 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): hi (B)(6) 2017 08:48 pm fasting: yes, hi (B)(6) 2017 08:46 pm fasting: yes, 127 mg/dl (B)(6) 2017 02:27 pm fasting: yes, 140mg/dl (B)(6) 2017 09:59 am fasting: yes, 269mg/dl (B)(6) 2017 03:03 am fasting: yes. The customer is testing four times a day (fasting) and taking medication to control her diabetes (insulin). The customer has not made any recent changes in her diet, exercise regimen, and/or medication.

Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 80 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the hi (B)(6) 2017 08:48 pm fasting: yes, the hi (B)(6) 2017 08:46 pm fasting: yes, the 127 mg/dl (B)(6) 2017 02:27 pm fasting: yes, the 140mg/dl (B)(6) 2017 09:59 am fasting: yes, the 269mg/dl (B)(6) 2017 03:03 am fasting: yes. The customer is testing four times a day (fasting) and taking medication to control her diabetes (insulin). The customer has not made any recent changes in her diet, exercise regimen, and/or medication.